Event description:
Report received of an incident involving a triple lumen catheter where the hub of the distal port became detached resulting in blood loss. The incident occurred on 06/02 in micu. The patient was an adult with an unspecified diagnosis. The patient was sitting up in the bed alert and oriented. The nurse went to the patient's bedside and found blood coming from the distal port. The reporter stated that there was no indication that the catheter or tubing may have hooked onto an object or was accidentally pulled. There was no report of critical therapy involved in the incident. There was an unspecified amount of blood loss, though no tests or blood transfusions were required. There was no report of patient harm or adverse patient effects. The catheter was removed on the afternoon of 06/02 and a peripheral IV line was inserted. Although requested, no additional information was available.